Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There were no observed power issues in the pump's black box. The battery compartment was cracked below the bumper pad. Corrosion was observed in the battery compartment. The pump was exercised for 24 hours with no alarms or power issues occurring. No leaks were found during a leak test. No further evidence of moisture damage was found. It was difficult to remove the battery cap due to damage on top of the battery cap.